Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('cramp abdominal pain') and heavy menstrual bleeding ('irregular heavy longer lasting than ever before') in a 42-year-old female patient who had essure (batch no. C22907) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure ablation with esssure insertion procedure". The patient's medical history included menorrhagia and uterine fibroids. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required) and back pain ("lower back pain"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy and bilateral salpingo-oophorectomy and ablation). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, heavy menstrual bleeding and back pain outcome was unknown. The reporter considered abdominal pain, back pain and heavy menstrual bleeding to be related to essure. The reporter commented: essure was placed 4 coils on the right side and one coil noted on the left side. Batch no c22907, production date 2014-02-06, expiration date 2017-02-28. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 30-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('cramp abdominal pain') and heavy menstrual bleeding ('irregular heavy longer lasting than ever before') in a (B)(6) year-old female patient who had essure (batch no. C22907) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure ablation with esssure insertion procedure". The patient's medical history included menorrhagia and uterine fibroids. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required) and back pain ("lower back pain"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy and bilateral salpingo-oophorectomy and ablation). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, heavy menstrual bleeding and back pain outcome was unknown. The reporter considered abdominal pain, back pain and heavy menstrual bleeding to be related to essure. The reporter commented: essure was placed 4 coils on the right side and one coil noted on the left side. Most recent follow-up information incorporated above includes: on 19-may-2021: mr received. Case category updated to serious incident. New event "novasure, essure" was added. Essure removal details, rcc and reporter was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.